Event description:
It was reported to ge that two pts received false positive diagnoses and were catheterized. The catheterizations were negative; no injuries to the pts were reported. Service stated that the system is operating properly. This is thought to be an applications issue (the doctor is not used to reading image off the new system). An applications specialist has visited the site to discuss the issue with the staff.